Event description:
Pt reported the infusion sets have leaked insulin between the needle and self-adhesive. Her blood glucose elevated to 350 mg/dl on (B)(6) 2012, and she checked the infusion set and noticed the cannula was bent and the self-adhesive was wet. The infusion headset is changed after 2.5 days of use. The pt did not have an infection or start new medication, and she did not require treatment from a health care professional or second party to address the issue. The infusion set was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The reference samples were visually inspected and tested for needle, flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.